Event description:
It was reported the colonovideoscope was cleaned and disinfected using an inappropriate reprocessing method because the cleaning time exceeded 30 minutes (excluding alcohol flush) and five months passed since the water filter was replaced. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.